Event description:
It was reported that the pacemaker dependent patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The patient came for rv lead revision procedure on (B)(6) 2025. The physician opted to connect the old rv lead into the left ventricular port of the pacemaker and implant a new rv lead into the right ventricular port of the pacemaker. The patient was in stable condition.